Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator (model# m490007, lot# g4c-0551), carto® 3 system (model#fg-5400-00c, serial # unknown). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation cryo ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter stsf and suffered cardiac tamponade requiring pericardiocentesis. During radio frequency ablation, the power spiked to 90 watts and the generator shut off displaying the "power output too high" error message twice. The system was reset, and the case completed. Post procedure, cardiac tamponade was noticed. Pericardiocentesis was performed to remove the fluid form the pericardium. Patient was reported to be in stable condition. The patient¿s diagnosis pre-procedure was atrial fibrillation af. Extended hospitalization was required and patient went to critical care unit with a pericardial drain. There is no information regarding physician¿s causality opinion. However, it was indicated that the patient¿s difficult anatomy might have contributed to the event. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unknown needle. There¿s no information regarding the sheath used during the procedure. Both cryo balloon and stsf were used. Generator parameters includes power control mode set up at 30 watt, temperature cut off set at 40 degrees celsius, and impedance cut off at 250 ohms. The overall ablation time and last ablation cycle time at the site of injury and irrigation flow set up are unknown. Patient received anticoagulant during the procedure and activated clotting time act maintained during the procedure was 350- 400 seconds. Patient fully recovered with no residual effects. No spi values were provided. An irrigated catheter was used and the flow settings were set at 8 cc¿s < 30 w and 15 cc¿s > 30 w. The stsf catheter was in close proximity to another catheter. A unknown coronary sinus catheter was in close proximity to the stsf catheter. The catheter zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit the error message observed on the generator is not reportable. The potential that it could cause or contribute to a death or serious injury s remote. The issue of cardiac tamponade has been assessed as reportable.